Event description:
It was reported that the patient underwent a posterior fusion at l4-5 using rhbmp-2/acs. Post op the patient developed chronic/severe pain, can't put on shoes/socks, can't drive.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on: (B)(6) 2009: patient was pre-operatively diagnosed with ¿postlaminectomy instability and recurrent herniated nucleus pulposis at l4-l5 with spondylosis¿ and underwent the following procedure: l4-5 laminectomy, facectomy with bilateral foraminotomy and disk removal, as well as pedicle screw fixation and posterior spinal fusion at l4-5 with bmp. Per op notes: ¿after that was completed elements were decorticated with the high speed drill. Bone morphogenic protein and bone graft were placed in the posterior lateral elements.¿

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
The following imaging studies were returned to the manufacturer for evaluation. On (B)(6) 2012 - ap and lateral lumbar x-rays show fusion noted at l4/5. On (B)(6) 2012 lumbar - CT shows pedicle screws present in a transitional level. No interbody spacer is appreciated. Minimal fusion bone is present on CT. On (B)(6) 2012 - lumbar MRI shows screws at l4/5 without stenosis. Axial views show no stenosis. Some distortion seen around screws at l4 and l5 on the right. On (B)(6) 2012 - lumbar MRI. No apparent changes on sagittal or axial views.